Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone atherectomy device to treat a moderately calcified lesion with 90% stenosis in the right mid sfa. The vessel is reported as little tortuous. IFU was followed during preparation and procedure. It was reported that the cutter window was unable to close. A non medtronic atherectomy was used to complete the procedure. The vessel was post dilated. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the thumbswitch could not be turned off. The cutter remained outside of the housing during removal of the device from the patient. The device is reported to have been removed safely. No intervention required. If information is provided in the future, a supplemental report will be issued.